Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming functional testing. Upon evaluation, components q10 and v1 were shorted on the defibrillator board. The cause of the test failure was the shorted components. The cause of the shorted components was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed the incoming pulse test.